Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy procedure, at fourth firing, after the side to side anastomosis of the gastro jejunostomy with the reload, at the insertion port closure, it did not advance halfway and stopped firing. It was also reported that unformed staples scattered upon opening the jaws. It was also stated that the adapter was checked using a demo power handle and it did not turn green and could not be used. The surgical procedure was extended by less than 30 minutes. Another device was used to complete the procedure. There was no patient injury.